Event description:
It was reported by service report that the head right side rail is broken; the plastic head rail and panels were broken off the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.